Event description:
When the md was deflecting the catheter, he "felt something give" and then we lost our signals. We checked all connection and changed out the cable, but the problem did not resolve until we changed out the catheter. The catheter was changed for another sterile catheter which resolved the problem. No patient harm occurred.device #1is this a laboratory device or laboratory test?no.